Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up of a cryo ablation procedure, a balloon shaft kink was observed when inserting the balloon catheter into the sheath. The balloon catheter was replaced with resolve. It was further reported that the mapping catheter was fractured. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.